Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified hypotube kinks at various locations along the catheter. Hypotube kinks are consistent with excessive force being applied to the device during handling/use. A visual examination also identified stent damage. The stent was kinked in its mid section with struts lifted. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 3.50mm x 38mm promus element¿ plus stent was advanced to the lesion but severe resistance was encountered. As a result, the device was unable to cross the lesion. The device was removed from the patient and the edge of the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 3.50mm x 38mm promus element plus stent was advanced to the lesion but severe resistance was encountered. As a result, the device was unable to cross the lesion. The device was removed from the patient and the edge of the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).